Event description:
It was reported that the pt underwent revision hip arthroplasty utilizing constrained acetabular component in 2000. Radiographs on august 2001 indicated fractured retaining ring. Revision arthroplasty performed in 2003.